Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter was returned and tested. The catalytic converter exhibited no odor. The reason for return of the catalytic converter was not confirmed. The assignable cause of the odor/smells is the catalytic converter and due preventative maintenance (pm). The field service engineer replaced this part, performed the pm, and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. A preventative maintenance level 1 (pm1) was performed and the catalytic decomp filter was replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2015.

Event description:
A customer reported an event of an "unusual, unfamiliar odor" emitting from the sterrad® nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to ensure the room is well ventilated and vacate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.